Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that following micro-stent implantation (combined with a kahook dual-blade procedure), the patient presented with maculopathy. Additional information was requested.

Manufacturer narrative:
A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. There is no mention of intraoperative complications associated with device implantation, and no mention of device failure. Also, there is no mention of postoperative intraocular pressure (iop), which would enable better understanding regarding whether low iop was related to maculopathy report. Possible root cause is that postoperative maculopathy is an established risk associated with both cataract surgery and device implantation. The manufacturer internal reference number is: (B)(4).